Event description:
It was reported that the 9900 system was not booting. Another system was used for the case. After case the system worked as expected. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure reloaded software. The system was tested and found to be working as intended and placed back into service.